Manufacturer narrative:
The event date was approximated to (B)(6) 2010, as it was reported that the device was placed in 2010 and no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The implant date was approximated to (B)(6) 2010, as it was reported that the device was implanted in 2010 and no specific implant date was reported. (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a tot (trans-obturator tape) procedure performed in 2010. According to the complainant, the patient experienced chronic pain, vaginal discharge and chronic urinary tract infection (uti). Reportedly, the patient underwent an examination under anesthesia (eua) procedure, cystoscopy, removal of vaginal mesh, vaginal reconstruction and urethroplasty.